Manufacturer narrative:
The catheters in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the products are returned and investigation has been completed. Per zoll labeling, possible complications with central venous catheters include thrombosis. Additionally, catheter related thrombosis are known complications with intravascular catheter use of any kind.

Event description:
During a follow up visit with a physician at (B)(6), it is believed that there were 11 additional cases of deep vein thrombosis' (dvt's). The exact number however, has not been provided. Manufacturer has requested additional information; however, no additional information has been obtained. Because patient specific information was not provided for these events, one report will be submitted to capture these alleged 11 reports of dvt's.